Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary artery. After a 145, 5-in-6 guidezilla guide extension catheter was placed, a 4.00x16mm promus premier&#10244;rug-eluting stent was advanced, however it was noted that the stent got caught on the portion of the guidezilla where the hypotube meets the guide extension catheter and the stent came off the balloon. The physician pulled everything out from the patient, the guidezilla&#11040;the stent itself and the stent delivery system . The procedure was completed using a non-bsc guide extension catheter and another 4.00x16mm stent. No patient complications were reported and the patient's status was okay post procedure.